Event description:
A hospital reported to our distributor that a mr290 humidification chamber overfilled. No patient consequence was reported.

Manufacturer narrative:
A mechanical test of the complaint device was done to check the chamber water float operation. Results: when the chamber was inverted, both primary and secondary floats were found to be functional. When it was connected to the water bag, the water flow stopped as the primary float reached the cut off water level. There was no visible sign of damage found at the base of the chamber. Our records indicate that two complaints of this nature have been received for the given lot number. Conclusion: failure cannot be confirmed as the chamber was found to function correctly. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the past year of 0.0015%.